Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and severe contamination. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 7 minutes, 32,633 joules while the surgical fiber during a prostate procedure, the fiber tip became dislodged; the fiber was replaced and the procedure continued using a second surgical fiber. At 30 minutes, 164,486 joules while using the second surgical fiber, the fiber tip again became dislodged. The second fiber was replaced and the procedure completed using a third surgical fiber. There was no injury reported. This event is for the first surgical fiber used.